Event description:
Customer reportedly received result of 523 mg/dl and 198 mg/dl on the accu-chek inform system, back to back results. No action was taken based on device results. No adverse event reported. Quality controls were run and passed but date controls were opened was not provided. Requested return of suspect device and replacement was sent.